Manufacturer narrative:
Product evaluation: the lens was returned. Solution is dried on the lens. Dimensional inspection was done (plan view) with an approved template and with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported event of " lens too big for patient's eye". Information was provided that a different lens model was later implanted. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported that during an intraocular lens(iol) implant procedure, the iol was too big and was removed, but not replaced during the initial procedure. The incision was enlarged to remove the iol and a suture was placed. The patient returned on a different day for iol placement. No further information is expected.